Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event problem and evaluation: on 20-oct-2015 and 21-oct-2015, a medtronic representative went to the site to test the equipment. The uninterruptible power supply (ups) and mvs power board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups power supply assembly was returned to the manufacturer for evaluation and an electrical failure mode was found. The ups powered-up on the bench, as expected. A problem was seen on bench testing: ups powered-down in 2 min 40 sec when ac power was removed. Ups passed with fa batteries installed after a 6-hour charge. The batteries were not holding a full charge. The following parts were returned to the manufacturer for analysis; however, these parts did not cause the reported event and/or no functional problem was found. The mobile view station (mvs) power board assembly pcba was returned to the manufacturer for analysis, but no functional problem was found during testing. The mobile view station (mvs) computer was returned to the manufacturer for analysis, but no functional problem was found during testing. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) would not boot up. The pendant showed the mvs was "connected, not ready. The line power light was on, and the system light was on. During trouble-shooting, the mvs computer was re-booted multiple times, but this did not resolve the issue. The computer fan was not running, and there were no lights on the back. There was no patient present when this issue was identified.